Event description:
The customer reported evaluated a line voltage for intermittant system lockups. No pt injury was reported.

Manufacturer narrative:
The service rep installed a line monitor for 2 weeks. System is repaired and operating as intended.